Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise on the atrial channel was observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
External insulation abrasions were noted at 5.5-6.0cm and 6.3-6.5cm, consistent with lead friction to the ICD can. The etfe coating was intact at these locations and the outer coil was exposed at this location. This is consistent with the observation from the field of noise.